Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated, and the customer¿s allegation of gas leakage was confirmed. Device evaluation found that the 1st regulator unit was damaged, resulting in a gas leakage. The additional evaluation findings are as follows: damaged damper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit had a gas leakage. The issue was found during preparation for use, and the intended therapeutic procedure (laparoscopic surgery) was completed with a similar device and without delay. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a damaged regulator unit. Olympus will continue to monitor field performance for this device.